Event description:
Lenstec received an email stating "lens damaged during insertion-cut out of eye and another lens implanted". Additional information indicated "md noticed crack in the lens after it was inserted into the pts eye. Lens was cut in half and removed from eye."

Manufacturer narrative:
A full audit of all batch documentation relating to the production of the device was performed. The audit concluded that all procedures in manufacturing and packaging of the device had been conducted correctly. Batch reconciliation was 100.0%. The device was discarded at the facility, therefore a more detailed inspection is unable to be performed.